Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced during eval. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.